Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The metal cap exhibited mild charred detritus adhesion on surface. The glass cap exhibited mild devitrification at the output window, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. Overheating of the fiber can occur when adequate saline is not flowing through the saline port. However, saline port testing indicated there were no blockages in the saline port and fluid flowed freely. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. A forward firing test was conducted and identified that the rate of forward firing is above the 10% threshold for potential patient harm. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the tip of the fiber contacted patient tissue or the surface of the scope. The device instructions for use (IFU) instructs to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that an error stating "fiber port overheated" displayed, and then the fiber stopped working. Analysis of the returned fiber identified a distal circumferential fracture, and the rate of forward firing was above the 10% threshold for potential patient harm. The procedure was completed with another device. There were no patient complications.